Event description:
It was reported that the user¿s ilet pump was not receiving continuous glucose monitor (cgm) data because the dexcom g7 sensor had been started only in the g7 app and not paired to the pump, resulting in dosing suspension until cgm pairing was completed. No reported symptoms. Outcomes included user education and restoration of expected pairing workflow after entering the cgm pairing code into the pump and advising the expected pairing time. Investigation included technical troubleshooting and user guidance. Investigation of this case revealed user setup error in cgm-pump integration that was resolved by proper device pairing. It was concluded that the device functioned as designed once correctly paired, with no adverse health effects and no further action required.